Manufacturer narrative:
The lead that was attempted to be implanted will be returned for laboratory analysis. This report will be updated after analysis is complete. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long-term safety performance, e.g., low dislodgement and perforation occurrence. The single-filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during the pacemaker implant procedure, this right atrial (ra) lead exhibited low p-wave measurements and higher than expected pacing impedance measurements. Also, the lead dislodged when the guide wire was removed. The lead was repositioned four times but the measurements did not improve. The physician could not tell if the helix was fully extended when viewed under x-ray. This lead was removed and another lead of the same model was implanted successfully. The procedure was completed and the patient was sent to the intensive care unit for recovery. Overnight, the patient felt poorly and complained of chest pain. Electrical dissociation occurred and a cardiac tamponade was observed and the patient passed away. No autopsy was performed so the exact cause of death was not available. It was suspected that the helix issues observed with the attempted ra lead resulted in tissue damage and led to the patient's death.

Manufacturer narrative:
The lead that was attempted to be implanted will be returned for laboratory analysis. This report will be updated after analysis is complete.

Event description:
It was reported that during the pacemaker implant procedure, this right atrial (ra) lead exhibited low p-wave measurements and higher than expected pacing impedance measurements. Also, the lead dislodged when the guide wire was removed. The lead was repositioned four times but the measurements did not improve. The physician could not tell if the helix was fully extended when viewed under x-ray. This lead was removed and another lead of the same model was implanted successfully. The procedure was completed and the patient was sent to the intensive care unit for recovery. Overnight, the patient felt poorly and complained of chest pain. Electrical dissociation occurred and a cardiac tamponade was observed and the patient passed away. No autopsy was performed so the exact cause of death was not available. It was suspected that the helix issues observed with the attempted ra lead resulted in tissue damage and led to the patient's death.